Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, a pelvic floor mesh repair system was placed into the patient's body. It was reported that the patient subsequently experienced erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009 and an obturator sling was used. Concurrently, the patient had a supracervical hysterectomy and removal of fallopian tubes, performed a different physician. It was reported that the patient subsequently experienced erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. The patient experienced vaginal pain, pelvic pain, inability to sit, stand or walk for long periods of time, bursitis in hips, anxiety, depression, and the need for multiple procedures, tests, medications. On (B)(6) 2010, part of the sling was removed. (B)(4) bursitis in hips.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00676. The same patient is represented in each medwatch.